Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A recent review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.

Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to right ventricular (rv) noise. The noise was being oversensed and a check rv lead message appeared on the programmer summary screen. The competitor rv lead was checked and high impedances were discovered. An x-ray confirmed the lead was fractured. During the lead revision procedure, the physician elected to explant this device to upgrade the patient to a bi-ventricular cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.